Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent audio on the receiver and a hypoglycemic event. The patient's wife stated the fixed low alarm did not have sound and vibrated only and found the patient unconscious at 2:30am. It was indicated that the continuous glucose monitor (cgm) did not show a value but the patient's blood glucose (bg) value was 29 mg/dl. The patient's wife called the ambulance transported the patient to the hospital. The emergency doctor administered the patient an infusion with glucose and saline solution. It was indicated that the treatment brought the patient's bg up to 110 mg/dl. At the time of contact, the patient was in normal condition. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A manual test was performed and speaker sounded. A functional test was performed and it passed. Performed receiver dropped tests for audio intermittent and it passed. The receiver case was opened for an internal visual inspection and it passed. The receiver log was downloaded and evaluated with no related errors observed. The speaker resistance was measured and registered within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.